Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product had failed from torsional overload. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. No further investigation required. Complaint information was provided by stryker orthopaedics.

Event description:
Per email received (B)(6) 2013 customer reports; acetabular reamer handle broke while reaming acetabulum of patient. Surgery was completed using the additional reamer handle in the osteonics acetabular reamer pan. Patient age and gender are unknown. No reports of patient injury or adverse event.

Manufacturer narrative:
(B)(4) medical is not the legal manufacturer of the device involved in this incident.